Manufacturer narrative:
Philips has investigated this complaint. It was reported that the wi-fi indicator was flashing red, confirming the loss in connection. A philips service engineer inspected the system onsite and re-established the connection by replacing the battery. When the battery is removed, the power to the footswitch is removed which resets the software. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch lost connection to the base station. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.